Manufacturer narrative:
The OEM field service engineer returned to customer site and installed the cad license and the system is working properly.

Event description:
A customer site indicated that no cad markings were reported from the cad after processing patient images. The OEM mammography field service engineer (fse) did not apply the cad license after installing the cad software. This resulted in the site not having cad marks on cases for some time. No patient injury or adverse event was associated with this incident.